Event description:
Event reported by distributor in (B)(6): during a cardiac catheterization procedure, while injecting ergonovine into a patient, air bubbles were visualized in the navilyst medical pressure monitoring line tubing which was connected between a terumo syringe and a merit medical stopcock. There was no injury to the patient. The used device was returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011, navilyst medical complaint report was reviewed for the product family of pressure monitoring lines and the failure mode of "air bubbles." No adverse trend was identified. The used pressure monitoring line (pml) was returned, along with a syringe and stopcock. These items were not medical devices and had not been supplied by navilyst medical. The syringe had a male luer slip and was connected to the female luer of the pml. No fitting bond defects or holes in the tubing were visualized on the pml. When it was air leak tested at 20 psi, no leakage occurred. The taper of the male luer, the taper of the female luer, and the threads of the female fitting were all measure and found to be within specification. The root cause of the reported failure of this complaint could not be confirmed. The pml meets specification and functioned as intended. DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The most probable root cause of the event may be the end user's failure to finger-tighten the connections securely before use. The directions for use packaged with the pressure monitoring line contains a warning that states "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur." "Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." Manufacturing process controls for the pressure monitoring line include 100% visual inspection of all lines for unseated tubing, voids, excess bonding agent, and damage to the tubing and fittings. (B)(4).